Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump was unable to prime during prime test due to faulty force sensor.

Manufacturer narrative:
The insulin pump was returned with no battery installed. The device was unable to prime during prime/a33 test. The root cause was unable to be determined due to pump preservation. Basic occlusion, occlusion and excessive no delivery test were unable to be performed due to prime/fill anomaly. However, the insulin pump passed rewind and displacement tests. (B)(4).

Event description:
On (B)(6) 2013 it was reported that the customer passed away. The caller stated that a cold virus lead to the death and this was the cause of death. Later, on (B)(6) 2013, the mother of the customer called and stated that the customer passed away due to high blood glucose and the hospital did not treat the customer, thinking that she had an infection of some kind. The caller stated that they were sure the insulin pump was not the reason for the customer's passing, but want the device to be checked. The customer's blood glucose, at the time of death, was 300 mg/dl. The customer's last recorded blood glucose value was on (B)(6) 2013. The customer was wearing the insulin pump at the time of death.